Manufacturer narrative:
(B)(4). During further follow up with a nurse regarding the alarm, it was found that the home patient (hp) was in the clinic for his june visit, and there were no issues with therapy. Per nurse, the hp did not report any defects on supplies. The nurse was not aware of the cause of the alarm. The nurse did not know the lot number. Per nurse, the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to finish with manuals. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding reported problem, it was revealed that she was not aware of any issues with the hp. The nurse said she would give the hp a call to make sure everything was okay. No additional information was available. No patient injury or medical intervention was reported.